Event description:
It was reported that this right atrial (ra) lead exhibited far-field r-wave oversensing, which caused the device to store short, inappropriate atrial tachy response (atr) episodes. No adverse patient effects were reported. The ra lead remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.